Event description:
The device was returned for disposal only. The catheter was noted to have been removed for unspecified reasons. It was noted that there was no patient injury and the patient recovered without sequela. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results: refers to the catheter. Final device analysis of the pump revealed no anomaly found; the pump was functionally ok. Final device analysis of the catheter revealed a non-standard non-conformance. There was a long slice cut near the distal end of the catheter.